Event description:
Pt report of infection, "body rejecting mesh", exploratory laparotomy, incarcerated bowel and mesh implant.

Manufacturer narrative:
No product was returned for eval. Therefore, no conclusion can be drawn.